Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body with the insert/chip loose in the package. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue tip (female connector) of a transfer set was loose and a piece of "foreign body" dropped out from the transfer set. This was noticed after flushing, when disconnecting the patient. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.